Event description:
It was reported that the 9800 system power cord caught fire during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The terminals in the plug were loss causing sparks. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.